Event description:
It was reported that during a procedure, when burring the femur, the surgeon was able to take way too much bone which was indicated by the numerous red divots on the screen. When looking at the bone directly you could see that too much was removed and the implant did not fit as well as it should have. The surgeon was able to fill it with cement, but was not happy with the result. The surgeon removed the first 90% with exposure control and then removed the final 10% of the posterior femor with speed control.

Manufacturer narrative:
H10 h3, h6: the device was used in treatment. Visual inspection of the pictures revealed that "there was more red then is normally seen". This can be caused if the drill gets unsnapped, the visualization on the screen can turn red when the bur is not fully engaged with the bone resulting in burring more bone than intended. The issue could also occur if the femoral tracker moves or shifts position. DHR review was not performed as the software version is unknown; however, all navio software versions have been validated. A complaint history review identified prior similar events, this issue will continue to be monitored. This failure is an identified failure mode within the risk file. The navio system instructions for use released at the time of the complaint provides instructions for the user in the "tka planning and implant" section. We could not confirm there was a relationship established between the reported event and the device. Factors that may have contributed to the reported event the drill becoming unsnapped, the visualization on the screen can turn red when the bur is not fully engaged with the bone resulting in burring more bone than intended. The issue could also occur if the femoral tracker moves or shifts position.